Manufacturer narrative:
The patient is a smoker. During the index procedure one resolute onyx stent was implanted into the 1st obtuse marginal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The first obtuse marginal was treated during the index procedure. The patient suffered myocardial infarction on the same day. Cec adjudicated the event as a q wave mi (target vessel) 3rd udmi peri pci in the 1st obtuse marginal.